Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their synchron lxi 725 system gave erroneously low sodium (na) results on approx ten pt samples. The erroneous results were reported out of the lab. There were not changes to the pt treatment as a result of this event. There have been no reports of death or serious injury. The customer stated that the issue had been raised by nurses who saw a 2 - 3 mmol/l bias in na results when the lxi system was compared to a lx20 system. The customer did not feel that the erroneous results were significant and did not issue any amended reports.

Manufacturer narrative:
The customer evaluated the system while on the telephone with bci customer service. The customer replaced the na electrode. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.